Event description:
Pt called to report adverse reactions to the essure permanent birth control system. She stated that soon after implantation, she began to have irregular periods where they would stop all together, or she would bleed constantly. Within a year of implantation, the pt experienced extreme pain, she developed thyroid disease, autoimmune disease, connective tissue disease, chronic inflammatory disease and fibromyalgia. She said she suffered from severe migraines, constantly feeling sick, rashes, aches and pains. The pt said in (B)(6) 2012, she had a hysterectomy for device removal, and all her symptoms have disappeared. She feels completely better and is off most medications she was put on.